Manufacturer narrative:
The entire lead was returned for investigation. An x-ray examination revealed no anomalies. The reports of low sensing and high stimulation threshold were not confirmed. Electrical testing was performed and no anomalies were noted. The helix was measured and found to be within specification. The damage noted was consistent with that occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
The right ventricular lead showed decreased sensing and a high stimulation threshold. An x-ray was performed and confirmed lead dislodgement. The patient did not receive any inappropriate therapy and is in stable condition. The lead was explanted and replaced and will be returned for analysis.